Event description:
Additional info provided by the reporting surgeon indicates that the wrong intraocular lens (iol) power was used for the pt and this was the cause of the unexpected postoperative refraction. The event was not iol related.

Event description:
A surgeon reported that an intraocular lens was replaced due to unexpected postop refraction. The association between this event and the lens is not known.